Manufacturer narrative:
Additional information: the device was received for evaluation with the aluminum foil peeled. A visual inspection was performed, and it was noted that the returned minicap was cracked. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the rim of a minicap. This was observed when placed on the transfer set. Proper connection procedures were followed. No device was used to tighten the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.